Manufacturer narrative:
Other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have a cracked right plunger case. The reported issue was confirmed during functional testing when the device ran loudly during testing. The issue was traced to the worm gear, lead screw and clutch halves which were determined to be dirty and worn out. The investigation attributed this condition to normal wear from usage. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found no service-related issues that would have resulted in the reported complaint. The worm coupling, worm gear, motor bracket, lead screw and both clutch halves were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported that the motor sounds too loud. No patient injury was reported.